Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob and weight not provided by reporter. Pfna-ii ø10 125° l240 tan. Not explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: 473.801s - 9414355, manufacturing site: bettlach, manufacturing date: 25.mar.2015, expiry date: 01.mar.2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No indication for material or design related issue was found. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that a femoral trochanteric fracture open surgery was conducted on (B)(6) 2015. The surgeon inserted a levator into the fractured region and epiphysis. The surgeon found that the reported blade was disassociated with the nail when he tried to use a j-pfna hollow screwdriver to lock the blade firmly. Besides, the surgeon unintentionally pushed the blade into the patient's acetabulum when he tried to set the screwdriver for j-pfna-blade to remove the blade. The surgeon decided to suture the wound and execute the re-surgery after inspecting the condition due to possible damage to the blood vessels. The surgery was extended for 60 minutes. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. There was a strong impress in the region of the drill hole. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. In the complaint is mentioned, that the surgeon unintentionally pushed the blade into the acetabulum of the patient. Therefore the complaint was investigated, related to the dimension and correct position of the nails drill hole, with the result, that the dimensions and the position was correct and fulfill the specifications. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. It is possible that body movement or shifting of bones trough out the surgery might have changed the position of the nail hole and the blade could not be inserted and locked as usual. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product codes for this report include hwc. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Based on the fact that the parts were returned, a revision/explant procedure occurred. However, the procedural date is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the implantable complainant parts have been received by the manufacturer for review/investigation indicating that a revision procedure was performed. At this time, details of that procedure are unavailable.

Manufacturer narrative:
Additional narrative: the 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.